Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. Device has a broken jaw. Jaw broke at the proximal end. The device met all material specifications as received. The needle used in conjunction with the instrument was not returned or identified. The most likely cause of the event is applying excessive force while grasping and manipulating suture and tissue and/or leveraging the device during use. The breakage appears to be a brittle failure mode that sheared off the jaw. The material also indicates there was likely a crack or fracture on the device before it sheared off. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon tested the scorpion by inserting it into the knee without a needle; he wanted to determine if there was space in the joint to use it. When it was removed, it was seen that a quarter of the top jaw was missing. The surgeon and the sales rep were not sure if it was missing before the insertion. An x-ray was done on the patient; the part was not seen. The case was a meniscus root repair. Case was completed with micro lasso and 25 degree suture lasso. There were no additional incisions needed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the surgeon tested the scorpion by inserting it into the knee without a needle; he wanted to determine if there was space in the joint to use it. When it was removed, it was seen that a quarter of the top jaw was missing. The surgeon and the sales rep were not sure if it was missing before the insertion. An x-ray was done on the patient; the part was not seen. The case was a meniscus root repair. Case was completed with micro lasso and 25 degree suture lasso. There were no additional incisions needed.